Event description:
It was reported that the patient phoned in inquiring about potential electromagnetic interference (emi) with their implantable cardioverter defibrillator (ICD) and indicated feeling symptomatic and seeing heartrate changes on their external monitor (pulse oximeter) when patient was using an "all-in-one wireless desktop computer." Patient has experienced no prior issues with prior computers. The patient's current computer, as shipped, makes use of a proprietary wireless technology instead of bluetooth for mouse and keyboard communications. The patient went to the business where they had purchased the computer and they recommended contacting the computer company directly. Patient contacted the company and complained and they sent her a wired mouse and keyboard and the observations ceased when this new equipment was attached. The patient was provided information regarding guidance with wireless electronics per medtronic electromagnetic compatibility guide. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.